Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the cartridge was leaking from the o-ring; cause of the leak was overfilling cartridge over 300 units. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 156 mg/dl.